Event description:
The customer reported that the defibrillator is unable to boot. There was no adverse patient impact reported.

Manufacturer narrative:
A philips-approved service provider (asp) evaluated the device and confirmed the reported problem. One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The som pca was found to be defective on the returned processor pca.